Manufacturer narrative:
The infant breathing circuits are currently en route to the manufacturer for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned and investigation results become available.

Event description:
Reporter reported that several rt235 infant breathing circuits were leaking at the y-piece. No pt consequence was reported.